Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
A lensar clinical application specialist reported that while on the site for a training on (B)(6) 2014 the doctor had a peripheral capsular tear around the 4:00 position in the left eye during the phaco procedure.